Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer received pump errors 38, 23, and 48. Troubleshooting was performed and found that the customer was able to clear the alarm successfully and stated that the pump rewind was completed but the insulin pump failed the displacement test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Pump error 38 occurred during testing. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Pump passed active current measurement test, sleep current measurement test, and self test. No unexpected pump error 23 and pump error 48 alarms noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Several pump error 38 was found in the history files or traces on the event date from 15-jan-2023 from 06:09:11.00 to 12:21:34.00 due to a corroded home switch, moisture damage on the motor flex cable, and dried insulin in the motor slide. Several pump error 23 was found in the history files on (B)(6) 2023 at 11:44:58.00 to 12:22:02.00. Pump error 60 alarm was found in the history files on (B)(6) 2023 at 12:00:13.00 due to moisture damage on pcba 1. Pump error 43 was found in the history files on (B)(6) 2023 at 11:47:43.00 due to moisture damage on the motor flex cable. No pump error 48 was found in the history files on or near the event date. Pump was cut open to perform visual inspection and found dried insulin in the motor slide, a corroded home switch, and moisture damage on the pcba 1, pcba 2, and the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: keypad overlay peeling, overlay scratched, minor scratched lcd window. Pump error 38 confirmed during testing and in the history files due to moisture damage on the motor flex cable, a corroded home switch, and dried insulin in the motor slide. Pump error 43 was confirmed in the history files due to moisture damage on the motor. Pump error 60 was confirmed in the history files due to moisture damage on the pcba 1. Pump error 48 was not observed during analysis. Pump error 48 was not confirmed during testing or in the history files. Pump error 23 was not confirmed during testing. Pump exposed to moisture on the pcba 1, pcba 2, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.